Event description:
It was reported through the filing of a lawsuit that allegedly after implantation of the above components, diagnostic workup revealed the presence of markedly increased levels of metal on metal ions in the patient's blood and the potential existence of a fluid collection about the hip prosthesis. Based upon this finding and in light of the patient's worsening symptoms she was taken back for revision surgery on (B)(6), 2014. It is further alleged that during that surgery, "there was significant evidence of metal toxicity including the presence of a cystic mass about the hip consistent with a pseudo tumor. Her surgeon also noted issues with a taper corrosion between the accolade stem and the stryker lfit v40 chromium cobalt femoral head."

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown lfit anatomic v40 femoral head. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.